Manufacturer narrative:
Note that information references the main component of the system and other applicable components are:product ID: 3998, lot# lb4195, product :lead. (B)(4).

Event description:
A friend or family member of a patient reported on (B)(6) 2016 that there were only four contacts found to be working in (B)(6) 2015 when the implantable neurostimulator (ins) was replaced for normal depletion. The lead was not replaced at that time, and remains implanted. It was stated that the patient needed a surgical lead, and they were waiting for an updated version to be released. It was also noted that the patient had a heart condition and was in a lot of pain. The contacts issue was found in (B)(6) 2015, and that was when the pain started to occur. The indications for use were non-malignant pain and chronic low back pain. Follow up efforts were initiated to obtain clarification regarding the four working electrodes, when it was determined that only four electrodes were working, any diagnostic methods and results, what actions/interventions were taken to resolve the issue, if the cause of the issue was determined, and if the contacts issue had been resolved. A supplemental report will be submitted if additional information is received.